Manufacturer narrative:
The device was rec'd by depuy synthes. The device was evaluated and the problem was not confirmed. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the device was heating up. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.